Event description:
It was reported that the pump was explanted following a motor stall. The patient showed signs of morphine withdrawal. When the pump was interrogated on (B)(6) 2012, telemetry indicated a reset occurred on (B)(6) 2012 and the pump then went into a safe state on the same day. The pump remained in a safe state until the motor stall occurred on (B)(6) 2012. The pump was replaced on (B)(6) 2012, and there was no motor stall recovery prior to replacement. Reporter noted the initial implant date of the pump to be "approximately 2007", therefore the exact implant date was not known. The reporter noted a rotor study was done which showed the motor stall, and noted the pump was replaced due to battery depletion. Per the reporter there was no patient injury. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# unknown, implanted: unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4): analysis of the pump revealed a broken/corroded motor/coil mounting, motor/feedthru anomaly and motor/gear train including the rotor magnet anomaly/corrosion and/or wear and/or lack of lubrication.

Event description:
Additional information received reported the patient had a new pump installed and was doing well. The pump was replaced within a couple days following the previously reported morphine withdrawal.